Event description:
Customer took a blood glucose test and the result was 84mg/dl. The customer felt the reading should have been lower and called the paramedics. The paramedics tested blood glucose and rec'd a result of 57mg/dl. The customer tested again on their device and rec'd a result of 84mg/dl. Customer was given a gel to raise blood glucose level, and was taken to the hosp. The hosp tested the customer's blood glucose and rec'd a result of 103mg/dl. The customer was given a meal to eat and 30 minutes later blood glucose was 139mg/dl. A request was made for the return of the suspect device and replacement product was sent.